Event description:
During a laparoscopic procedure, a small incision was made with scalpel under umbilicus. Peritoneal placement checked with water drop test and starting pressure which were normal. After inflation, the incision was enlarged and the trocar was placed into the abdomen. Immediately afterward the scope was placed into the abdomen. Upon entrance of the scope a larger hemoeritoneum was visualized. A second supra-public site was placed and suction was attempted. Abdomen immediately opened and vascular surgery notified. Findings:laceration of the external iliac artery and vein.